Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their four (4) month follow up imaging procedure. The computed tomography imaging showed that the closure device had not sealed the laa. No intervention or treatment was performed. The patient did not experience any complications as a result of this event.

Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.